Manufacturer narrative:
The balloon and scope were returned to olympus for service inspection. The balloon (mh-303, lot# 14r) was attached to the subject scope and the balloon was inflated and could not be confirmed to explode. No abnormalities were observed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the balloon attached to the customer evis eus ultrasound gastrointestinal videoscope ruptured during the (diagnostic) endoscopic ultrasound examination. No dropout of the ruptured balloon was reported and after removing the scope, the balloon was reattached, and the examination was continued and completed using the same scope. No death or injury was reported. The scope was inspected prior to the procedure, no problem was observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined but likely occurred from the balloon used during the event. Olympus will continue to monitor field performance for this device.